Event description:
It was reported by service report that the foot left siderail won't lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: build up of grease on locking mechanism springs.